Event description:
During remote follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.